Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited no capture at max output during an office visit. However, the rv lead showed a history of highly variable thresholds and intermittent capture. The rv lead also experienced variable sensing. A procedure to reposition the rv lead was attempted; however, the rv lead dislodged twice during the procedure. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.